Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had critical pump error. The blood glucose level was 229 mg/dl. The customer was treated with the manual injection. The troubleshooting was performed for critical pump error and was not for high blood glucose. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the pump and recommended customer refer to back up plan. The pump will not be returned for analysis.

Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error.